Event description:
A surgeon reported that the footswitch did not work prior to a surgical procedure. Surgery was started and completed with no harm to the patient. Samples are expected to be returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).